Manufacturer narrative:
Quality controls were tested on all involved meters and were acceptable. The meter and strips have been requested for return. Only meter serial number (B)(4) was received for investigation where it was tested with retention test strips and quality control materials. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 44, 44, 43. Level 2: 302, 302, 308. All returned results were within the acceptable range. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4) for one neonate in the nursery. Refer to the attachment to the medwatch for all patient results.

Manufacturer narrative:
The test strips were returned for investigation. Testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. Medwatch fields d9 and h3 have been updated.